Manufacturer narrative:
It is indicated that product is not returning for evaluation. Retain strips testing results met both accuracy and repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results while performing side by side testing with the inratio meter and the coumadin clinic's poc meter. Results as follows: date: 10/8. Inratio: 2.4, 2.8, 3.1. Alternate poc: 4.0. Time between tests: a total of 15 mins between all tests. Therapeutic range: 2.5 -3.5. Customer did not wait for the green light to prick the finger and used a coagchek capillary tube to apply the sample for the first two inratio tests (2.4 and 2.8). (B)(6) states there were air bubbles in the first inratio test (2.4) but not with the other tests. The inratio meter was not in the correct mode for the first two tests (2.4 and 2.8). The pt self tester applied the sample directly from his finger and waited for the green light to come on before pricking the finger for the 3rd inratio test (3.1).